Event description:
Clinic notes were received for patient's referral for explant surgery referral. Per notes, the patient has only had 3 seizures and that the patient is very tender where its placed. No known surgical interventions have occurred to date.

Event description:
The physician reported that the explant surgery was planned for patient comfort. The tenderness and pain is believed to be due to presence of device. No known surgical interventions have occurred to date.